Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported a slight lens tilt was seen in pseudophakic images during an intraocular lens (iol) implant procedure. Additional information was requested.

Manufacturer narrative:
Corrected/additional information provided in additional MFR narrative. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.  (B)(4).